Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cells, likely attributed to failed components, or mishandling such as a drop. Visual inspection of the returned autopulse platform showed no physical damage. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) from early april through the end of the archive file, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The two failed load cells were replaced to remedy the fault. Unrelated to the reported complaint, the zoll service personnel found that the lcd screen had no backlight (dark). However, the alphabets, letters, and numbers were still readable on the screen. The root cause of this issue was determined to be the processor board, which likely failed due to aging of the device. The autopulse platform was manufactured in december 2017 and has exceeded its expected service life of 5 years. The processor board was replaced to address the lcd backlight issue. Following service, a load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and two similar complaints were found for the autopulse platform with serial number (B)(6). Ccr 40716 was reported for ua07 on 04 june 2018, and load cell # 1 was replaced to remedy the fault. Ccr 62715 was reported for ua07 on 08 december 2021, and load cell # 2 was replaced to address the issue.

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The ua07 advisory message did not clear. No patient involvement.